Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during dwell 3 of 4. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the care giver (cg). The technical service representative (tsr) explained the alarm. The tsr instructed the cg to end therapy and contact the peritoneal dialysis registered nurse regarding the air in the lines. The tsr assisted the cg to end therapy. There was the patient involvement but no the patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(4) 2012. She stated that the patient had contacted her about the event. They had tried to determine the cause, but they could not identify what had caused the alarm. The setup seemed fine and there were no issues noted with any of the supplies. The patient had been given preventative antibiotics and a culture screen had been completed; it came back negative. The patient was continuing therapy successfully on the homechoice and there were no adverse effects reported in relation to this event. The nurse did not have another contact number for the patient.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if any additional information is received.